Manufacturer narrative:
As part of our investigation, the service center followed up with the user facility regarding the reported event and was informed that the scope is being reprocessed correctly per the guidelines. The cleaning and disinfectant solution being used is a rubbing alcohol rapicide a and b as well as intercept. The minimum concentration solution of the aer is checked after every scope cycle. In addition, the scope was returned to the service center for evaluation. A halo was observed in the image due to peeling on the objective lens. Also, the edge of the objective lens was noted to be chipped and scratched. The scope¿s angulation was low. A visual inspection was performed and found the scope¿s plastic cover was dented. The light guide was cracked. The bending section rubber and bending section cover were found cracked at the insertion tube and distal end side. The bending section active side was frayed and the insertion tube was noted to be buckled. The forcep passage and brush passage of the scope were unable to be inspected as the customer¿s complaint of stool in the channel were confirmed.

Event description:
The service center was informed that during a colonoscopy procedure, the scope was used on a patient a with improper prep causing fecal matter to remain in the channel. The scope was washed manually multiple times in the sink and automatic endoscope reprocessor (aer) however, there was still a yellow coating coming from the channel. The user facility reported that twenty disposable brushes were used to brush the channel but the oily and pasty stool coating remained. There was no cross contamination or patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information from the legal manufacturer regarding the final investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. As the result of DHR review by mbc, the subject device was shipped from the factory in accordance with specifications. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event are as follows: suggested event: foreign objects were discharged from the channel (including auxiliary water channel). According to investigation result, abnormality of the device, ¿cleaning brush cannot be inserted nor removed¿ was confirmed. We presume that the suggested event occurred by insufficient manual cleaning due to abnormality of biopsy channel such as link. The legal manufacturer confirmed that the subject device was validated on cleaning/ disinfection/sterilization, via ¿medical device essential requirements checklist¿. In addition, the legal manufacturer reported that it was confirmed that the suggested event would not occur if conducting reprocessing in accordance with IFU. The legal manufacturer referred to the device instruction manual and reported that there are description and warning in IFU as follows about cleaning after using for a patient. If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Pre-clean the endoscope and the accessories at the bedside immediately after each patient procedure.